Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a total laparoscopic hysterectomy in which seprafilm was used. Seprafilm was applied to pelvic floor and uterine stump sutures. Five days post-operative the patient was discharged home. The following day, the patient experienced a fever (38.9°c) and was diagnosed with a pelvic floor abscess (based on echo examination result). Tazopipe drip infusion (4.5 g) was administered. The following day, the patient was hospitalized with a fever of (37.8°c). The patient was started on tazopipe (4.5g x 3/1 day) and chloramphenicol vaginal tablet (100mg x 1/1 day) for three days. The following day the patient was discharged. The following day, the patient presented with a fever of 37.8 and was subsequently hospitalized. The patient was treated with meropen point (drop 0.5 mg × 3 times/1 day, for 5 days) and chloramphenicol (vaginal tablet 100 mg × 1/1 day). Vaginal cleansing was performed. The patient was discharged five days after admission. At the time of this report, the patient outcome was not reported. No additional information is available.